Manufacturer narrative:
Patient weight not made available from the site. On 04/20/2016 software analysis found the patient logs do not contain anything that specifically indicate why the system became unresponsive. Software engineer was unable to determine probable cause with the information provided. On 05/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system unexpectedly became unresponsive. In trouble-shooting, a re-boot of the navigation system restored normal function and the patient was re-registered. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Further review of the patient log and reported issue determined the reported event was related to a software issue. This issue will documented in a medtronic navigation software anomaly tracking database.